Manufacturer narrative:
Device history records were reviewed to determine pump's door assembly attributes and test performance during the manufacturing process. It was determined that the door hook washer measurement was inconsistent with the device history record, indicating that the pump may have been disassembled after the pump was shipped. Sigma and the customer are still investigating the possibility of this occurrence.

Event description:
Twenty percent intralipids hung at 5.6ml/hr at 10 p.m. At 4:15 a.m. Entire bag was empty; pump read that it was still infusing at 5.6 ml/hr with a total infusion of 34ml. In 2007: communication from reporter states that "there was no harm or injury to pt and there was no intervention. The pt is fine now with no problems related to this issue."